Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Subsequently, the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery gauge issue was verified, but the alleged battery unresponsive issue could not be verified.